Event description:
On (B)(6) 2021, the patient visited the hospital for shock delivery. When checked, fine noise and frequency noise such as emi were observed. As a result, the shock was activated in response to each noise. The check sheet was obtained (pdf). Since the patient has no history of vf in the last few years, the ventricular sensitivity will be changed to 1.0 mv, the detection cycle will be changed from 12 to 20, and the check is performed 2 weeks late. Alternatively, since the battery depletion is approaching, it is being considered whether to request isoline explant at a university hospital. It is being considered which one to use. The preliminary review of available programmer files confirmed the reported oversensing. The characteristics of the oversensing signals are typical of a lead issue or lead/device connection issue. Inappropriate therapy was confirmed to have been delivered as a result of the noise sensing observed. Considering the implant duration associated to the implanted system, a connection issue is unlikely. Since the subject lead was not returned for analysis (remains actively implanted), no further comment can be made relative to the root cause at this time.

Manufacturer narrative:
Please refer to the investigation report.

Event description:
On (B)(6) 2021, the patient visited the hospital for shock delivery. When checked, fine noise and frequency noise such as emi were observed. As a result, the shock was activated in response to each noise. The check sheet was obtained. Since the patient has no history of vf in the last few years, the ventricular sensitivity will be changed to 1.0 mv, the detection cycle will be changed from 12 to 20, and the check is performed 2 weeks late. Alternatively, since the battery depletion is approaching, it is being considered whether to request isoline explant at a (B)(6) hospital. It is being considered which one to use. It was subsequently reported that an intervention was performed on (B)(6) 2021, and the subject lead was replaced and left in-situ.